Event description:
A temperature alarm was reported. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer could not clear the alarm or resume insulin delivery, so cts decided to replace the pump. The customer will use multiple daily injections as a backup therapy, and cts informed them about receiving a pump with updated software.